Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) reviewed disk data noting out-of-range shock impedances dating back over a year and provided suggestions for additional system evaluation; several episodes of noise were also observed dating back approximately 2 years. A 1 joule synchronous shock was attempted but the device displayed a message indicating an open shock lead condition. A revision procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
Additional information was received indicating a revision procedure was performed at which time the ICD was explanted and replaced; the competitor lead was also replaced at that time. It was noted that lead impedance measurements were performed via pacing system analyzer (psa) during the revision procedure returning normal values despite out-of-range measurements obtained using a programmer just prior to the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations and determined the message indicating an open shock lead condition was a result of a competitor lead issue.